Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture¿. This record is for a left side. Device was explanted and replaced with a non-abbvie product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, h3, h6, h11. Device evaluation: the device related to the reported events rupture was received on june 03, 2025 with lot number 2702198. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture¿ diagnosed via ultrasound and MRI. This record is for a left side. Device was explanted and replaced with a non-abbvie product.